Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an increase in shock impedance measurements and an inappropriate shock. An electrode conductor fracture was confirmed. The s-ICD and electrode were explanted and a new device system implanted, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6 impact codes, added f23 unexpected medical intervention and f2203 imaging required, per medical request.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an increase in shock impedance measurements and an inappropriate shock. An electrode conductor fracture was confirmed. The s-ICD and electrode were explanted and a new device system implanted, which remains in service. No additional adverse patient effects were reported.